Manufacturer narrative:
(B)(4) section d4: UDI details are not available based on the time of manufacturing. Section h11: the subject mr850 respiratory humidifier and rt380 adult ventilator ciruit have been requested to be returned to fisher & paykel (f&p) healthcare new zealand for evaluation. F&p healthcare have also requested further information about the reported event, including information about the patient condition, sequence of events, and the reported malfunction with the subject device. However, no further information has been provided. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported an event involving an mr850 respiratory humidifier and rt380 adult ventilator circuit, used with a ventilator with nebuliser. It was reported that a patient was receiving therapy with an mr850 respiratory humidifier and rt380 adult ventilator circuit when the respiratory humidifier generated an alarm(s). The healthcare facility reported that staff responded by replacing the humidifier, as well as the water chamber, heater wire adaptor, and temperature probe. A "glowing red visual" was then noted at the replacement humidification chamber. Flames were subsequently observed and staff responded. The healthcare facility has not reported any patient or user harm in relation to this event to f&p healthcare. F&p healthcare have requested further information about the reported event, including information about the patient condition, sequence of events, and the subject device(s).